Event description:
It was reported that during a gastrectomy procedure, when the nurse cleaned the blade during the operation, it was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.